Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that son insulin pump had damage. Customer's blood glucose at time of incident was 13mmol/l. Customer's mother reported patient was hit by hockey puck and it damaged half of the pump screen. The mother stated that half of screen does not work. The customer was advised that we will replaced her iw pump.